Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak spraying water was immediately obvious, located on the front right side of the inlet port. Magnified inspection of the leak location identified the leak was a diagonal gouge across the front surface of the inlet port. A leak with this magnitude would be obvious if the leak was present during bag filling. Also, the customer reported the leak was discovered in the clinical setting, prior to patient administration, indicating the bag passed all pharmacy quality inspection and was approved for release. Based on evaluation findings, and the customer report, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. A review of the batch record revealed the lot met acceptance criteria for release. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking near the right port. The leak was discovered prior to administration to the patient. This report documents no patient involvement or adverse events. No additional information is available.